Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 390-480 mg/dl). An insulin injection was administered by a school nurse and a correction bolus was delivered to address bg. Contact alleged that pump was not delivering insulin properly. Tandem technical support (cts) performed a pump system check; no device issue was identified. No alerts or alarms that would suspend insulin were identified by cts in pump history. However, contact insisted that pump was not functioning properly. Customer continued to use pump for insulin therapy and had manual injections, if needed.